Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of a ¿ leak between the knobs.¿ a leakage was noted between the control unit and the u/d knob. The light guide bundle breakage was found to be more than standard. The universal cord was scratched. Corrosion was noted on the light guide cover glass. Minor cosmetic damage was noted on the scope¿s body. In addition, the scope image had a low resolution due to deterioration of charge-coupled device (ccd). The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported a leak between the scope knobs, while rotating the elevator and noted the angulation to be low. The scope was returned for evaluation and foreign material was noted on the scope¿s elevator and inside the light guide lens. This report will be submitted to address the foreign material noted during evaluation. There was no patient infection reported.

Manufacturer narrative:
See b5, e2, e3.

Event description:
Additional information received regarding the event: the issue was found during reprocessing. There was no patient involvment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign materials found were caused by inappropriate reprocessing and the inside of the lens is likely dirty to internal components of the lens corroded because of liquid or moisture ingress from leaks into the subject device, and the corrosion product was detected as dirt. A definitive root cause cannot be identified. Brushing methods around the forceps elevator are described in the following section of instructions for use (reprocessing manual) "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet the following description is included in IFU (reprocessing manual). 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Three attempts were performed to obtain additional information but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.